Manufacturer narrative:
The getinge field service engineer (fse) replaced the helium pressure regulator and the regulator housing. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, d5, g1(contact person).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and reported that helium regulator was defective. The iabp repair was completed but no service order report available yet. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. The full event site address was shortened due to field character limit; the full name is (B)(6)..

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a helium escape anomaly. There was no patient involvement, and no adverse event reported.